Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a family member of the patient called in to report that the patient was experiencing some "contractions" in the diaphragm and that these were the same type of symptoms the patient experienced previously related to a lead dislodgement. Follow up was conducted with the patients listed clinic. The allied health professional (ahp) at the clinic was able to verify that the patient did have both the right atrial (ra) and right ventricular (rv) leads dislodge post-operative. The patient had a lead revision completed one day post implant due to both the ra and rv lead dislodgement and extracardiac stimulation. Approximately four days after the lead revision the patient presented to the emergency department (ed) at which time extracardiac stim was noted related to the ra lead, and reprogramming was completed. The patient was seen in-office again approximately nineteen days post implant at which time intermittent high atrial thresholds were noted. Both the ra and rv lead remain in use. No patient complications have been reported as a result of this event.